Manufacturer narrative:
Additional relevant tests/lab data added. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Office visit (B)(6) 2017: ulcer present to rle (right lower extremity) and patient experiencing mild pain, swelling and erythema. Patient sustained a laceration. Has enlarged lymph nodes but no pain on weight bearing. Right inguinal lymphadenopathy present. Radiographically, tibia appears to be partially healed. Fibula osteotomy is healed. Patient reported sharp, intermittent, radiating pain in his right lower leg. Patient¿s vac (right medial leg) was changed on (B)(6) 2017.

Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient admitted to emergency room on (B)(6) 2017 for chronic osteomyelitis in his right leg surrounding the hardware implanted in his right lower extremity, secondary to (B)(6). Blood and pus draining from an open wound on the medial aspect of his distal right tibia. Reportedly, patient jumped out of a truck recently and the ankle wound started to bleed. Patient given a vac and cultures grew (B)(6). Patient underwent hardware removal, replacement of an antibiotic spacer as well as placement of an incisional vac on (B)(6) 2017. Reportedly, patient has a history of being non-compliant. Postoperative changes from open reduction and internal fixation of distal tibial and distal fibular fractures. A long metallic plate and multiple screws are sent from the mid tibial diaphysis to the medial malleolus. At least 3 or 4 of the screws are broken, with fragments of the screws embedded within the bone. There were several broken screw heads that were removed. There were a couple of screws that were intact and those were removed. The plate was removed. Fluoroscopic guidance was used to localize the multiple broken screws remaining in the tibia both proximally and distally. A combination of trephines from the synthes broken screw removal tray and high speed burr was used to remove all of the broken screws. It took at least one (1) hour to remove the multiple broken screws, given that they were buried in the bone. A lateral incision was made over patient¿s previous scar and exposed the fibula plate. There was a moderate degree of bony overgrowth on the plate, which was removed with an osteotome and rongeur. There was a single remaining screw in the tibia which was accessed through the lateral incision and using a trephine was able to remove it. Fluoroscopic imaging confirmed complete implant removal. There was a large metaphyseal bone defect medially as a result of removing the broken retained screws. Vancomycin was impregnated with polymethylmethacrylate cement and filled the bone voids and allowed to cure. Final fluoroscopic imaging confirmed acceptable position of the cement. Concomitant devices reported: trephines from the synthes broken screw removal tray (part # unknown, lot # unknown, quantity unknown), high speed burr (part # unknown, lot # unknown, quantity unknown), 3.5mm lcp plate (part # 223.561, lot # unknown, quantity of 1) and 3.5mm lcp low bend medial distal tibia plate (part # 02.112.522, lot # unknown, quantity of 1). (B)(4) patient underwent revision surgery for infection and broken screws. There is a total of two (2) plates and 13 screws for the event. This complaint captures the first ten (10) devices - 2 plates and 8 screws. (B)(4) captures the remaining screws - five (5) screws and one (1) unknown screw which is for the purpose of identifying the broken screws as a malfunction. It is unknown which screws broke. (B)(4) captures the intra-operative event of bone damage caused during screw removal and surgical delay. One (1) unknown screw addresses the malfunction and ae. It is unknown which screws contributed to the bone damage during screw removal. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).

Event description:
Patient consultation on (B)(6) 2017: notes reflect that patient did not follow up after completion of intravenous antibiotics to be transitioned to chronic oral suppression. Patient was transferred to another hospital on (B)(6) 2017 and discharged on (B)(6) 2017. Physical examination showed his right lower extremity malformed. It is a little irregular and it is obviously not straight. There are surgical incisions on the medial and lateral aspect. Patient having wound pain on (B)(6) 2017 and complained of pain (7/10) (B)(6) 2017 and pain (6/10) on (B)(6) 2017 to lower leg and required prescription medication. Patient has impaired gait, noted on (B)(6) 2017. Right medial calf wound with sutures has opening that is 1 x 1 x 1.7 cm noted on (B)(6) 2017. Right medial calf wound with sutures has opening that is 1 x .8 x 1.8 cm noted on (B)(6) 2017. Wound on the medial side is 1.2 x .3 x 1.4 cm noted on (B)(6) 2017. Patient ambulates with crutches on july 27, 2017. Noted in records from july 28, 2017 that right lateral calf, right tibial sutures are intact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon review of the provided x-rays, and the report of intra-operative event of bone damage caused during screw removal and surgical delay was unable to be confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.